Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of blue paper in the seal. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that when preparing for use, the customer noted the tyvek cover of the pack was not air tight and believed it was not sterile. On opening the pack, the customer discovered the blue packaging paper inside had been trapped between the tyvek seal lid and plastic tray. The pack was not used clinically due to sterility concern. It was replaced by the same product (same lot #). There was no damage seen to any packaging. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no missing or wrong devices in the pack.